Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving bupivacaine (35 mg/ml at 10.093 mg/day), clonidine (350 mcg/ml at 100.93 mcg/day), lioresal (baclofen) (1032 mcg/ml at 240 mcg/day), and fentanyl (3100 mcg/ml at 720.9 mcg/day) via an implantable pump for non-malignant pain. It was reported that the refill nurse went to see the patient on the day of the report (B)(6) 2021 and the nurse told her that she refilled without issue and did barbotage as well as safety checks throughout the refill. There was a concentration change done and all programming was confirmed to be correct. The patient was doing fine after the refill but went to the garage to have a cigarette  and 40 minutes later the patient's aid found the patient hard to awaken. The home infusion nurse was called and turned around but instructed to have the aid call an ambulance. Narcan administered; CPR was performed, and the patient began stirring.  It was later confirmed a 5 ml pocket fill occurred. It was reported the bridge bolus was updated and the dose was lowered, the patient would receive 649 mcg/day of fentanyl. The patient was sleeping and breathing at the time of the report on (B)(6) 2021. The patient was showing signs of progress and seemed to be better.